Event description:
Pt was implanted with a four screw/two rod construct and two ray cages in a single "plif" procedure. Surgeon informed sci that six mo x-ray revealed disassociation of rod from one wedge/screw. Overall construct is intact and there is no axial movement of the rod. Pt is stable on flexion/extension x-ray and is free of pain. There are no plans to reoperate at this time.